Manufacturer narrative:
The insulin pump passed the self-test. No software error alarm was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a software error alarm on the insulin pump. The customer's blood glucose was 76 mg/dl. The customer stated the alarm did not occur while trying to change the settings on the insulin pump. The alarm also did not occur during priming. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.